Manufacturer narrative:
A steris service technician inspected the sterilizer and found an electrical regulator in the sterilizer's generator had shorted, which caused a small amount of smoke to emit from the sterilizer. The technician replaced the regulator and placed the sterilizer back into service. The unit has remained in service with no further issues. The sterilizer is not under steris service contract and is currently maintained and serviced by a third party. The steris service technician reported that in his experience the current servicing company does not perform regular maintenance on the device and could not provide records of any service a steris account manager conducted refresher in-service training on (B)(4) 2011, on the proper preventive maintenance as well as use and operation of the sterilizer.

Event description:
The user facility reported an electrical smell and a small amount of smoke were coming from the sterilizer during a processing cycle. The user facility's fire alarms were triggered and the fire department was dispatched to the facility. The user facility also reported that the location of the sterilizer is directly below a smoke detector in a small room and believes this configuration is what caused the alarm to go off as the amount of smoke was minimal. No injuries were reported to hospital staff or patients. Instruments being processed in the cycle at the time of the event were successfully reprocessed prior to use in patient procedures.